Event description:
See user facility medwatch (B)(4).

Manufacturer narrative:
A steris field service technician inspected the table, and found the toggle boot covers, override switch board and connecting cable were damaged. The components were replaced; the table was tested, found to be operational and returned to service. The table was installed in 2005 and is not under steris service contract. The user facility biomedical department is currently responsible for all maintenance. The preventative maintenance instructions for the 3085 surgical table state that a qualified service technician should "verify proper operation of all articulations for full motion" including "using override function" a minimum of six times per year.the cause of the event is attributable to damaged toggle boot covers which caused fluid intrusion to the override switch board, which caused corrosion, resulting in the switch becoming stuck when activated. The service technician reviewed the preventative maintenance requirements with the user facility biomedical department, and stressed that the override function must be verified bi-monthly.